Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to infection. Following the procedure, the physician elected to utilize the device as an external pacer taped to the patient¿s chest. The device was later removed, and a competitor device was implanted. No further patient complications have been reported as a result of this event.